Event description:
The home patient (hp) reported feeling overfilled with fluid during dwell 1 while using the homechoice pro cycler for apd therapy. The hp relates that they perform a last fill on the cycler of 1500mls, which is then drained out during the initial drain phase of the subsequent apd therapy. The hp reported initiating therapy and receiving a "low drain volume" alarm during the initial drain, which indicates that the fluid flow from the hp is less than 50mls/min and the drain volume has not yet exceeded the minimum drain volume requirement. The hp relates that they by passed the alarm and drain phase after only 26mls had been drained, after which the hp received the programmed fill volume of 2000mls. The hp felt overfilled during dwell and estimated that they had approximately 3500mls of fluid in their peritoneum. Hp relates that they changed their body's position during therapy, which shifted their catheter internally and allowed patient to drain and continue therapy to completion. Hp states that there was no patient injury or medical intervention.